Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support regarding the circle app while experiencing hyperglycemia after eating more than usual, with blood glucose peaking at 315 mg/dl and trending down during the call; there were no alerts or alarms, and the user was advised to allow the ilet to correct naturally. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint intake, review of user-reported blood glucose trends, and troubleshooting and education regarding expected device behavior. Investigation of this case revealed no device alarms or malfunction and no device component issue, with the hyperglycemia likely related to carbohydrate intake outside the automated system¿s usual range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.